Event description:
It was reported that screw was broken due to the patent falling during an epileptic seizure 9 months post op. Revision case was made to remove the broken screw and a non cannulated screw was implanted. The screw broke between the head and the start of the thread on the shaft. Not all fragments were retrieved. Revision open shoulder latarjet surgery.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record could not be performed as the lot number was unknown. This event is not a product-related issue but is considered to be a patient-specific event. It is not possible to determine the reason for the event and whether the fall of the patient had an influence. A revision open shoulder case was made to remove the broken implant caused by the patient falling during an epileptic seizure nine months post-op. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility.